Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Occupation: reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon routine inspection while restocking the instrument tray, it was noticed the threads on both devices appear to be bent. There was no patient involvement. No further information is available. This complaint involves two (2) devices. This report is for (1) helical blade/screw extractor. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part (B)(4), lot 5l46118: release to warehouse date: september 11, 2019. Manufacturer: hagendorf. No non-conformance reports (ncr's) were generated during production. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the distal threads were stripped. No other issues were observed with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. The current and manufactured revisions were reviewed. The complaint condition was confirmed. However, the device was not found to be bent. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.